Event description:
We have had some significant issues with the baxter primary tubing set and micron filter set having holes in the tubing in the past few weeks. In the most recent event, the product leaked on the patient. Because he also had a central line, blood backed up and got on him, causing a risk for exposure to the health care provider. The IV tubing was not saved in this incident.